Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had a system not loading and unable to sign in. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not loading, and application was not responding. The technical support specialist (tss) observed that the station was not loading and identified multiple spoofed fingerprints, which may have contributed to the issue. The tss contacted the customer, who confirmed there were no current concerns. The customer was advised to reach out for urgent assistance if needed, and customer acknowledged closure of the case. The system functioned as intended after the technical support specialist troubleshooted the issue. E.1 initial reporter facility: north shore long island jewish monter cancer center